Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient who experienced a connection issue during fill three of five in peritoneal dialysis therapy. It was reported that one of the lines of the homechoice cassette became disconnected. The patient was connected at the time of the event. The technical services representative assisted the patient in ending therapy. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.